Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there were no damages. A visual inspection was performed and the reported issue was confirmed. The probable cause of the reported issue was due to a delaminated downstream occlusion seal. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a bubbled and unattached downstream occlusion seal during testing. There was no patient involvement, no injury was reported.

Manufacturer narrative:
This supplemental submission addresses the correction of the device manufacturing date, with h4 updated to ensure alignment with the accurate manufacturing information.